Manufacturer narrative:
Article citation: hribernik, I. Et al, ¿a novel device for atrial septal defect occlusion (gore cardioform),¿ eurointervention. 2023 nov 17;19(9):782-788. Doi:10.4244/eij-d-23-00378. A1) patient identifier: the article did not provide patient identifiers or specific details for those patients with an implanted gore device related to the adverse events reported. The data provided in the patient identifier field reflect gore's internal number for this case. H3 code "other": for the reported arrhythmia cases, the devices remain implanted. For the patient with the reported device migration, the article reported no device location. Therefore, no device evaluation was performed. H6, investigation findings, code c20: a review of the manufacturing records of the implanted devices concerning the reported adverse events was not performed because the serial/lot numbers could not be obtained. Emdr section h6, component codes: imdrf code g07001 was selected for the reported arrhythmia cases, imdrf codes g04088 and g04027 were selected for the one reported device migration case. Multiple attempts were made over an extended period of time to obtain additional information from the corresponding author regarding the adverse event information reported in the article. However, as no responses were received, this event was processed with the available information. The available information does not suggest a device malfunction with respect to device performance. Based on the incident description in the literature article, we are unable to determine the cause of this incident and assign a root cause. According to the gore® cardioform asd occluder instructions for use (IFU), adverse events associated with the use of the occluder may include, but are not limited to: new arrhythmia requiring treatment, device embolization. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
This multi-center study conducted a retrospective review of 135 patients with a median age of 49 years who underwent atrial septal defect (asd) closures with the gore® cardioform asd occluder device (gca) between (B)(6) 2020 and (B)(6) 2023. Implantation success was the primary outcome. The secondary outcome were new onset clinical symptoms requiring medical attention, such as new onset arrhythmia during follow-up. All implant procedures were performed under general anaesthesia with fluoroscopy and transoesophageal echocardiography (toe) imaging. The selection of the device size followed the recommendations of the manufacturer. Follow-up protocols for all 4 centres consisted of electrocardiogram (ECG) and transthoracic echocardiography monitoring at 24 hours, at 4 to 6 weeks after the procedure and then again at 6-12 months, followed by a review every 1 or 2 years. Routine fluoroscopy to monitor for wire frame fractures was not undertaken unless there was concern about device stability. To prevent thrombus formation, antiplatelet medication was prescribed for 6 months post procedure. Successful defect closure with the gca as a first choice of device was achieved in 128 patients (95%) and 5 patients received alternative devices. There were no post-procedural arrhythmias in 107 patients. New onset postprocedural arrhythmia (atrial flutter/fibrillation/ supraventricular tachycardia) was observed in 15 patients. Of those, 12 were reported to have resolved either spontaneously or with treatment and there are ongoing paroxysms despite medical treatment in 3 patients. Also, the article reports one device embolization within 24 hours of the procedure requiring surgical device removal and defect closure.